Event description:
The customer complained that the new reservoir leak insulin on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer's blood glucose level is normal, didn't require medical treatment. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.